Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(4) 2014 who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced ablation for bleeding, fallopian tubes are extremely swollen, pre diabetes, severe bleeding , cramping, bloating after placement, lower back pain, swollen legs, tired, constant uti's, painful intercourse, polyps in her colon, ibs, period had heavy clots and bleeding, muscle spasms, headaches, passed out (vasovagal response), constant itching, hives, and pimples since insertion. The consumer medical history included allergic reaction and foot surgery. No information given on her drug history, concurrent conditions and concomitant medication. On (B)(6) 2008 the consumer had essure (ess205) (fallopian tube occlusion insert), lot number 627303, inserted for contraception. Since essure insertion consumer had had numerous adverse events. In (B)(6) 2009 she had an ablation for bleeding. Her physician said essure is not responsible and that essure was reversible. About 2 weeks ago, she had an appointment and was told that her fallopian tubes were extremely swollen and had surgery set for (B)(6) 2014, but she was not sure if she would have a hysterectomy or her tubes tied or removed. She had been to numerous physicians including neurologists and rheumatologists. All tests performed were negative, except for pre-diabetes. She had severe bleeding, cramping, and bloating after placement. She had lower back pain, swollen legs, is tired, had constant urinary tract infections and had no sex since (B)(6) 2013 due to painful intercourse. She had polyps in her colon and irritable bowel syndrome. Her period had heavy clots and bleeding. She suffered from muscle spasms, headaches, passed out (vasovagal response). She was not tested for nickel allergy, but if she wore cheap jewelry she would break out in hives and itching and would get pus pockets behind her ears if the jewelry was earrings. She had had constant itching, hives and pimples since essure insertion. She has been to numerous hospital emergency rooms, and nothing was found on blood tests. She was afraid of surgery with anesthesia, because she had a prior reaction after foot surgery where she did not wake up from the surgery for a prolonged period. She stated that she found a (B)(6) page and a website where women have the same symptoms. Reporter causality: the relationship between all the adverse events and essure (ess205) was not reported. Follow-up information received on (B)(4) 2014: the consumer had the essure method inserted and have had nothing but problems with her menstrual flow. She has had bad menstrual cramps since she had to get dilatation and curettage procedure and thermal ablation, due to the fact she could not stop bleeding. She still got her period back, she has been having problems with her period since. It hurts in her lower abdomen when she has sex; it feels like someone was stabbing her. She has really bad pms. Her periods last longer than normal. Has only gotten worse since she has been passing large clots. She gets bad headaches with her period. Her period lasts 7-14 days whereas before it only lasted 3-5 days and she hardly noticed it came. She was normal before those. She has asked several gynecologists including the one who put them in about the coils if this could be causing her problems. No tests were done to prove that it is not from the coils. She was looking at a hysterectomy. Allergy test to nickel was not done before placing the coils. Follow-up information received on (B)(4) 2014: patient had never had any previous gynecological problems, interventions or procedures. Essure was inserted on (B)(6) 2008 and she was 7.5 weeks postpartum at that time. Cervical ablation and 1% lidocaine local (used as analgesia) were performed during insertion. It was reported that both the insertion and the visualization of the tubal ostium both sides were considered easy. No fluid loss more than 1500cc was noted during hysteroscopy and the procedure did not take more than 20 minutes. Oral contraceptive pill (not able to identify the name on the report) was prescribed as back-up contraception after essure insertion and before total occlusion confirmation, but patient never took it. On (B)(6) 2010 a hysterosalpingogram (hsg) was performed to confirm essure placement and the results showed bilateral tubal occlusion. Patient had been informed about the need to perform hsg on (B)(6) 2009. Physician medically confirmed the events and its details. On (B)(6) 2010 patient was treated for menometrorrhagia with hysteroscopy, d+c and thermachoice ablation. She had not been attending to physician appointment since (B)(6) 2010. Reporter was not able to inform whether essure was removed. No further information was provided. Follow up information received (legal claim) on (B)(4) 2016 and case was upgraded to incident: this case is considered legal from this day foward. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, metal, allergies, fatigue, headaches, bloating, and muscle spasms. On or about (B)(6) 2014, the plaintiff had to have a hysterectomy as result of essure. Company causality comment: this spontaneous case report refers to a (B)(6) year old female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding, pelvic pain and constant uti's (urinary tract infections). She underwent a hysterectomy (approximately 4 years after essure placement). These events are listed in essure's reference safety information, except for the reported urinary infection, which is unlisted. Urinary tract infection (uti) pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given event's pathophysiology and considering essure local action into the fallopian tubes; causality is considered unlikely. Regarding the remaining events, after essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. Based on this information and in the lack of an alternative explanation; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 16-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff/consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe bleeding, pelvic pain and constant uti's (urinary tract infections). She underwent a hysterectomy (approximately 4 years after essure placement). These events are listed in essure's reference safety information, except for the reported urinary infection, which is unlisted. Urinary tract infection (uti) pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given event's pathophysiology and considering essure local action into the fallopian tubes; causality is considered unlikely. Regarding the remaining events, after essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. Based on this information and in the lack of an alternative explanation; causality with essure cannot be excluded. This case was considered an incident, since a surgical intervention was required (hysterectomy performed). The product technical analysis was received and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case initially received via regulatory authority food and drug administration (reference number: mw5034026) on 20-feb-2014. The most recent information was received on 22-nov-2017 and it was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("severe bleeding/heavy bleeding/ bleeding heavily"), urinary tract infection ("constant uti's") and salpingitis ("inflamed tubes especially on my left side") in a (B)(6) year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction, delayed recovery from anesthesia, foot surgery and postpartum state. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced treatment noncompliance ("oc was prescribed as back-up contraception - never took it/patient had been informed about the need to perform hsg on (B)(6) 2009"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches/ headaches with her period/chronic headaches"), muscle spasms ("muscle spasm (unbearable muscle cramps and spasms)/ muscle spasm going down my legs/ muscle cramps") and migraine ("migraines (unbearable, persistent migraines)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/hurts in my lower abdomen when I have sex feels like someone is stabbing me"). In (B)(6) 2014, the patient experienced fallopian tube enlargement ("fallopian tubes are extremely swollen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating after placement/excessive bloating"), fatigue ("tired/fatigue"), large intestine polyp ("polyps in her colon"), menorrhagia ("period had heavy clots and bleeding/period can last 7-14 days"), premenstrual syndrome ("really bad pms now"), allergy to metals ("metal allergies") with pruritus and urticaria, menstrual disorder ("abnormal menstrual cycles"), salpingitis (seriousness criterion medically significant), asthenia ("weakness"), vitamin d deficiency ("vitamin d deficiency"), cervical dysplasia ("pre-cancer, non-cancerous tumors/cervix pre-cancer"), infection ("constant infections") and intervertebral disc degeneration ("degenerative disc"). On an unknown date, the patient experienced glucose tolerance impaired ("pre diabetes"), abdominal pain lower ("cramping"), back pain ("lower back pain"), peripheral swelling ("swollen legs"), irritable bowel syndrome ("ibs"), dysmenorrhoea ("muscle spasms/ menstrual cramps"), syncope ("passed out (vasovagal response)") and acne ("pimples since insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), abdominal distension ("bloating after placement/excessive bloating"), fatigue ("tired/fatigue"), large intestine polyp ("polyps in her colon"), menorrhagia ("period had heavy clots and bleeding/period can last 7-14 days"), premenstrual syndrome ("really bad pms now"), allergy to metals ("metal allergies") with rash, pruritus and urticaria, menstrual disorder ("abnormal menstrual cycles"), salpingitis (seriousness criterion medically significant), asthenia ("weakness"), vitamin d deficiency ("vitamin d deficiency"), cervical dysplasia ("pre-cancer, non-cancerous tumors/cervix pre-cancer"), infection ("constant infections") and intervertebral disc degeneration ("degenerative disc"). On an unknown date, the patient experienced glucose tolerance impaired ("pre diabetes"), abdominal pain lower ("cramping"), back pain ("lower back pain"), peripheral swelling ("swollen legs"), irritable bowel syndrome ("ibs"), dysmenorrhoea ("muscle spasms/ menstrual cramps"), syncope ("passed out (vasovagal response)") and acne ("pimples since insertion"). Tubes became filled with toxic fluids(bilateral hydrosalpinx), heart problems (cardiac disorder), ibs syndrome (interpreted as inflammatory bowel syndrome (irritable bowel syndrome (ibs)), aggravated any psychiatric and/or psychological condition(s) (mental disorders), pain in my left uterus (uterine pain), legs and feet-numbness and swelling, hurts (peripheral swelling), legs and feet-numbness and swelling, hurts (hypoaesthesia), legs and feet hurts (pain in extremity), joint pain (arthralgia), ultrasound showed coils breaking off (device breakage) (seriousness criterion medically significant), ultrasound showed essure out (device expulsion). The patient was treated with analgesics, cholecalciferol (vitamin d), calcium citrate, magnesium, multivitamin and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, premenstrual syndrome, allergy to metals, menstrual disorder, treatment noncompliance, muscle spasms, salpingitis, asthenia, vitamin d deficiency, cervical dysplasia, infection and intervertebral disc degeneration outcome was unknown, the genital haemorrhage, urinary tract infection, fallopian tube enlargement, abdominal distension, fatigue, dyspareunia, large intestine polyp, menorrhagia and headache had not resolved, the glucose tolerance impaired, abdominal pain lower, back pain, peripheral swelling, irritable bowel syndrome, dysmenorrhoea and acne had not resolved and the syncope outcome was unknown. The reporter considered abdominal distension, allergy to metals, fatigue, headache, muscle spasms and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, acne, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, genital haemorrhage, glucose tolerance impaired, irritable bowel syndrome, large intestine polyp, menorrhagia, menstrual disorder, peripheral swelling, premenstrual syndrome, syncope, treatment noncompliance and urinary tract infection with essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: events added per pfs: migraines (unbearable, persistent migraines), abnormal menstrual cycles, inflamed tubes especially on my left side-serious event, weakness, vitamin d deficiency, pre-cancer, non-cancerous tumors/cervix pre-cancer, degenerative disc, constant infections, heart problems, tubes became filled with toxic fluids ibs syndrome (inflammatory bowel syndrome, bumpy rash everywhere including my face but especially on my stomach and chest area, rash all over my body, pain in my left uterus, essure perforated in left fallopian tube, aggravated any psychiatric and/or psychological condition(s), bumpy rash everywhere including my face, but especially on my stomach and chest area/rash all over my body, legs and feet-numbness and swelling, hurts, legs and feet swelling, legs and feet hurts, joint pain, ultrasound showed coils breaking off, ultrasound showed essure out, weakness were added. Event term updated for tired/fatigue, headaches/ headaches with her period/chronic headaches, muscle spasm (unbearable muscle cramps and spasms)/ muscle spasm going down my legs/ muscle cramps, period had heavy clots and bleeding/period can last 7-14 days, severe bleeding/heavy bleeding/ bleeding heavily, metal allergies/allergic to nickel, severe pelvic pain / pelvic pain (persistent knife stabbing pain)/severe and persistent pain, cramping/abdominal pain, lower back pain (persistent burning pain)/ low burning back pain were updated. Following essure removal low burning pelvic and back pain gone, no more rashes all over body, no knife stabbing pain. No more bleeding, constant headaches and weakness concomitant drugs, treatment drugs historical condition concomitant condition, lab data were added. Suspect drug indication was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4)to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated in left uterus"), device expulsion ("ultrasound showed essure out of place"), hydrosalpinx ("tubes became filled with toxic fluids"), salpingitis ("inflamed tubes especially on my left side"), menstrual disorder ("abnormal menstrual cycles"), device breakage ("ultrasound showed coils breaking off"), genital haemorrhage ("severe bleeding/heavy bleeding/ bleeding heavily") and urinary tract infection ("constant uti's") in a 34-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic reaction, delayed recovery from anesthesia, foot surgery, postpartum state, multigravida, parity 3 (B)(6) 2000, (B)(6) 2001, (B)(6) 2008)), pre-eclampsia and hemorrhage in pregnancy. Concurrent conditions included psychiatric disorder nos and body mass index normal. Concomitant products included metoprolol since (B)(6) 2017 for heart rate high and supraventricular tachycardia and ranitidine hydrochloride (acid reducer) since (B)(6) 2017 for pain chest. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced back pain ("lower back pain/low burning back pain").on the same day, the patient experienced treatment noncompliance ("oc was prescribed as back-up contraception - never took it/patient had been informed about the need to perform hsg on (B)(6) 2009"). In (B)(6) 2009, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating after placement/excessive bloating"), fatigue ("tired/fatigue"), dyspareunia ("painful intercourse/hurts in my lower abdomen when I have sex feels like someone is stabbing me"), headache ("headaches/ headaches with her period/chronic headaches"), muscle spasms ("muscle spasm (unbearable muscle cramps and spasms)/ muscle spasm going down my legs/ muscle cramps") and migraine ("migraines (unbearable, persistent migraines)"). In (B)(6) 2009, the patient experienced infection ("constant infections"). In 2009, the patient experienced pain in extremity ("legs and feet hurts"), hypoaesthesia ("legs and feet-numbness and swelling, hurts") and the first episode of peripheral swelling ("legs and feet-numbness and swelling, hurts"). On (B)(6) 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2010, the patient experienced the first episode of irritable bowel syndrome ("ibs syndrome (interpreted as inflammatory bowel syndrome"). In (B)(6) 2012, the patient experienced intervertebral disc degeneration ("degenerative disc"). On (B)(6) 2012, the patient experienced cardiac disorder ("heart problems"). In (B)(6) 2013, the patient experienced glucose tolerance impaired ("pre diabetes"). In (B)(6) 2014, the patient experienced fallopian tube enlargement ("fallopian tubes are extremely swollen"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, hydrosalpinx (seriousness criteria medically significant and intervention required) and cervical dysplasia ("pre-cancer, non-cancerous tumors/cervix pre-cancer"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), large intestine polyp ("polyps in her colon"), menorrhagia ("period had heavy clots and bleeding/period can last 7-14 days"), premenstrual syndrome ("really bad pms now"), allergy to metals ("metal allergies/allergic to nickel/hypersensitivity reaction to nickel/component of essure") with pruritus, urticaria, rash papular and rash generalised, asthenia ("weakness"), uterine pain ("pain in my left uterus"), mental disorder ("aggravated any psychiatric and/or psychological condition(s)") and arthralgia ("joint pain"). On an unknown date, the patient experienced the second episode of peripheral swelling ("swollen legs"), the second episode of irritable bowel syndrome ("ibs"), dysmenorrhoea ("muscle spasms/ menstrual cramps"), syncope ("passed out (vasovagal response)") and acne ("pimples since insertion"). The patient was treated with analgesics, cholecalciferol (vitamin d), calcium citrate, magnesium, multivitamin, azithromycin (z-pak), ibuprofen, surgery (hysterectomy,bilateral salpingectomy), surgery (hysterectomy,bilateral salpingectomy), surgery (hysterectomy,bilateral salpingectomy), surgery (hysterectomy,bilateral salpingectomy), surgery (d&c thermal balloon ablation in (B)(6) 2009) and surgery (hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, device expulsion, hydrosalpinx, salpingitis, menstrual disorder, device breakage, premenstrual syndrome, allergy to metals, treatment noncompliance, muscle spasms, vitamin d deficiency, cervical dysplasia, infection, intervertebral disc degeneration, cardiac disorder, uterine pain, mental disorder, pain in extremity, hypoaesthesia and arthralgia outcome was unknown, the genital haemorrhage, back pain, headache and asthenia had resolved, the urinary tract infection, fallopian tube enlargement, glucose tolerance impaired, abdominal distension, fatigue, dyspareunia, large intestine polyp and menorrhagia had not resolved, the last episode of peripheral swelling, the last episode of irritable bowel syndrome, dysmenorrhoea and acne had not resolved and the syncope outcome was unknown. The reporter provided no causality assessment for acne, back pain, dysmenorrhoea, dyspareunia, fallopian tube enlargement, genital haemorrhage, glucose tolerance impaired, large intestine polyp, menorrhagia, menstrual disorder, premenstrual syndrome, syncope, treatment noncompliance, urinary tract infection, the second episode of irritable bowel syndrome and the second episode of peripheral swelling with essure. The reporter considered abdominal distension, allergy to metals, arthralgia, asthenia, cardiac disorder, cervical dysplasia, device breakage, device expulsion, fatigue, headache, hydrosalpinx, hypoaesthesia, infection, intervertebral disc degeneration, mental disorder, migraine, muscle spasms, pain in extremity, salpingitis, uterine pain, uterine perforation, vitamin d deficiency, the first episode of irritable bowel syndrome and the first episode of peripheral swelling to be related to essure. No further causality assessment were provided for the product. The reporter commented: she received medication, otc medication for rashes, legs and feet-numbness and swelling, hurts, legs and feet swelling, legs and feet hurts and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Ultrasound scan - on an unknown date: showed essure out; on an unknown date: coils breaking off. Follow-up information received on 10-mar-2014: (B)(6) 2010: hysteroscopy / dilation and curettage (d+c) / thermachoice ablation - menometrorrhagia treatment. Essure confirmation test, in (B)(6) 2009, dye test. Following essure placement procedure, she did not use birth control or contraception. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs